Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation in all configurations at output of thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and there were no anomalies were found. Visual summary analysis of the l eadindicated apparent explant damage, along with stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD) (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2007; 0184 competitor implantable tachy lead (B)(6) 2007. (B)(4).